Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of noise recorded by the implantable cardioverter defibrillator. The patient then presented in-clinic, where the noise was not reproducible. Programming interventions were discussed. No interventions were reported. The patient was stable and will continue to be closely monitored.